Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that oversensing resulting in pace inhibition was noted when it comes to this device. The patient reported feeling sick. The patient also experienced palpitations and also noted feeling faintness. The field representative thought the reason pace inhibition was seen was due to a device feature (rhythmiq and av search) and oversensing visible on the ventricular electrocardiogram. The device was reprogrammed to mitigate this issue. A request for review by boston scientific technical service (ts) was needed in order to determine if reprogramming was sufficient. No adverse patient effects were reported. Ts noted that turning rhythmiq off would make sense for this patient as the pacing was dependent on pacing. Ts noted that no other occurrence of cross talk or far-field sensing was seen on the right ventricular channel. Ts also discussed possible programming options for this patient to avoid the changes of atrial pacing and therefore cross talk or far-field sensing. It was also noted that the device had recorded numerous pacemaker mediated tachycardia (pmt) episodes. Ts indicated that some of these episodes were due to the patient's fast intrinsic atrial rate during physical activity rather than a true pmt. Additionally, there was one beat recorded while in-clinic that demonstrated ventricular pacing inhibition due to far-field oversensing of an atrial pace. Ts confirmed that the pmt and far-field oversensing observations were not related to the function of rythmiq and av search + features. These two features were turned off and cross-chamber blanking/refractory periods were re-programmed to mitigate these observations. A subsequent analysis by bsc technical services (ts) confirmed that no pacing inhibition occurred on the associated stored episodes. Rather, the stored rythmiq episodes indicated that these features were operating as designed and back-up pacing was delivered as expected. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that oversensing resulting in pace inhibition was noted when it comes to this device. The patient reported feeling sick. The patient also experienced palpitations and also noted feeling faintness. The field representative thought the reason pace inhibition was seen was due to a device feature (rhythmiq and av search) and oversensing visible on the ventricular electrocardiogram. The device was reprogrammed to mitigate this issue. A request for review by boston scientific technical service (ts) was needed in order to determine if reprogramming was sufficient. No adverse patient effects were reported.